Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and third party microbial testing. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for serratia ureilytica, lysobacteraceae, stenotrophomonas pavanii. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the returned device and found kink inside the suction channel tube. The instrument channel was inspected and found tear marks and a kink inside the channel from the bending section side. The instrument channel was inspected further and did not find any signs of foreign material. The suction channel was inspected and was not able to find any evidence of kinks, stains, or foreign material. The distal end was checked and noted that the cover is cracked at the tip of the distal end. Additionally, the image was inspected and the image has a b30 error code. The scope did not pass the cosmo leak test due to the tear marks inside the channel. The last time the scope came in for service was may 9, 2018 for a 28d refurbishment. Based on the evaluation service center is not able to find any signs of foreign material inside the scope. The cause to the tear marks inside the channel is attributed to mishandling.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the olympus endoscopy support specialist (ess). The olympus ess visited the user facility and conducted an observation on facility's scope reprocessing and handling and indicated there was no deviation noted. The cause of the scope culture tested positive cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The user facility further reported information about the reprocessing. The user facility noted precleaning includes: depressing the air button for 30 seconds, then suctioning water for 30 seconds, followed by suctioning air for 30 seconds. Then scope is wiped down with an endozyme sponge. Scope is leak tested prior to manual cleaning. During manual cleaning, the scope channel is being brushed. High level disinfection is performed in the automatic endoscope reprocessor (aer). There have been no problems noted with the aers. The last preventive maintenance (pm) was performed on october 19, 2019 for serial: (B)(4)) and october 22, 2018 (for serial: (B)(4)). The minimum effective concentration being checked after each cycle. There been no changes in the facilities reprocessing personnel since the last on-site visit by the endoscopy support specialist (ess) and all reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is stored n a vented scope storage cabinet with a hepa filter. A review of the scope's instrument history record indicates the scope was last repaired on may 9, 2018. As part of our investigation, the ess was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. In addition, the scope will be sent to an independent laboratory for microbial testing.

Event description:
The user facility reported that the device culture tested positive twice; serratia marcescens on (B)(6) 2019, stenotrophomonas maltophilia on (B)(6) 2019 after it has been reprocessed in an their automated endoscope reprocessor (aer), oer-pro. All patients charts were reviewed to check for isolation status. There was no patient infection associated with this report.